Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The subarachnoid hemorrhage caused by the patients fall and the deterioration that followed is the suspected root cause of the patient death. There is no evidence to suggest a relationship to any device performance or manufacturing issues. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. The IFU addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen during routine clinic visits on (B)(6) 2016 with worsening right heart failure, with an increase of 25 pounds. Patient presented with shortness of breath (sob) and main symptom of scrotal edema and was admitted to the hospital to the telemetry unit for further diuresis. On (B)(6) 2016, the patient was said to have fallen. Patient was taken for a CT scan of the head due to altered mental status and CT revealed a subarachnoid hemorrhage. The patient was transferred to the neuro ICU for close monitoring. It was stated that as the weekend went on, the patient's status continued to deteriorate and it was decided by the family to withdraw care. Of note, patient was never intubated per his request. Patient was said to have expired on (B)(6) 2016 due to the complication of the fall with the subarachnoid hemorrhage. As per site the pump will not be returned and the patient will not have an autopsy done. It was also stated by the site that there was no pump malfunction suspected.